Manufacturer narrative:
Concomitant medical products: fluted stem extension 120l x 14 mm (cat# 204-34-12 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Logic pts, size 4, 8mm (cat# 02-012-42-4008 / serial# (B)(4)). Lgc tibial fit tray cem sz 4f / 3t (cat# 02-012-45-4030 / serial3 (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately fifteen years post initial left tka, the (B)(6) male patient had a full revision going to a constrained knee. Patient's revision was due to instability of femoral component. There was poly wear and metallosis due to the 8mm tibial spacer and osteolysis was also present. Patient was revised to a size 4 left constrained femur with splined stems in the femur and tibia as well as metaphyseal cones and a 25 mm constrained liner. There was no device breakage or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and photos received. The devices will be returned. As of note: "patient was revised in 2014 with loosening of the tibia and the size 4/13mm posters stabilized tibial insert reference number 204¿24¿13 with serial number (B)(4). Is a non-conformed insert that it is on the list of polys".

Manufacturer narrative:
(H3) the revision reported was likely the result of patient-related conditions including the fall reported, malalignment, instability, third body wear, or any combination of these possibilities, which led to prosthesis wear, osteolysis, and metallosis. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.